Manufacturer narrative:
Although the device used in the reported event is to be returned for evaluation, it has not yet been received by the manufacturer. Therefore, a device evaluation is not available at this time. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.

Event description:
As reported by distributor in another country, the end user hospital was performing a cardiac catheterization and the fluid delivery set was noted to have air in the device. When the set was noted to have air in the device. When the set was being changed into another bottle, the spike head detached. There was no air injection or patient injury. The used device will be returned for evaluation.